Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 20 events were reported for this quarter. Product return status: 9 devices were received. 11 device investigation types have not yet been determined. Event confirmation status: 3 reported events were confirmed. 6 reported events were not confirmed. Evaluation results: 5 devices were found to be affected by corrosion. 3 devices were found to be affected by broken down lubrication. 1 device had no problem found. Additional information: 20 devices were not labeled for single-use. 20 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device reportedly overheated. 17 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10. 22 previously reported events are included in this follow-up record. Product return status: 17 devices were received. 5 devices were not available for evaluation. Event confirmation status: 5 reported events were confirmed. 12 reported events were not confirmed. Evaluation results: 10 devices were found to be affected by corrosion. 5 devices were found to be affected by broken down lubrication. 2 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 20 events were originally reported for this failure mode during the reporting quarter. 22 events should have been reported; events were inadvertently excluded. 22 reported events are included in this follow-up record. Product return status: 17 devices were received. 2 devices were not available for evaluation. 3 device investigation types have not yet been determined. Event confirmation status: 5 reported events were confirmed. 12 reported events were not confirmed. Evaluation results: (B)(4) devices were found to be affected by corrosion. (B)(4) devices were found to be affected by broken down lubrication. 2 devices had no problem found.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes 22 malfunction events in which the device reportedly overheated. - 19 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 22 previously reported events are included in this follow-up record. Product return status : 18 devices were received. 4 devices were not available for evaluation.